Manufacturer narrative:
Device passed displacement test and self test. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had vibration issue. The customer's blood glucose was 113 mg/dl at the time of incident. Customer stated that self-test passed with vibration but vibration did not work at all. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.